Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a hip arthroplasty the wrong-sized femoral head component was provided to the surgeon and implanted, and the patient subsequently required a second surgery. It was found the next day that the component was the wrong size. Diligence is completed and no further information on the reported event has been provided.